Event description:
It was reported by service report that the brakes could not be engaged and the fowler was leaking cylinder fluid on the floor and drifting down with weight. No patient involvement or adverse consequences are reported.